Manufacturer narrative:
The reagent lot number was 771982. The expiration date was not provided. The field service engineer replaced the measuring cell and performed a patient comparison. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable elecsys troponin t hs stat results for qc material and patient samples from the cobas e411 rack analyzer. Sample 1 initial result was 19.54 ng/l and the repeat result was 6.83 ng/l. The repeat results from the cobas e602 were 5.61 ng/l and 6.05 ng/l. The repeat result from the cobas e411 was 8.2 ng/l. Sample 2 initial result was 20.14 ng/l and the repeat result was 39.01 ng/l. The repeat results from the cobas e602 were 37.3 ng/l and 36.23 ng/l. The repeat result from the cobas e411 was 39.4 ng/l. The results from the cobas e602 were believed to be correct.